Event description:
It was reported a patient was injured during a therapeutic cystoscopy procedure using the uretero-reno fiberscope. The tip of the scope broke off during the procedure. There were several sharp kidney stones presents. The doctor was removing the kidney stones when the stones lodged, creating a lip. The doctor could not move the scope forward or backward. The doctor used steady pressure to remove the scope. The steady pressure caused degloving of the sheath. The doctor had to open the patient with an incision on the lower abdomen to remove the foreign body. When the scope was removed from the patient, wires were exposed and the sheath was missing. Further information regarding patient impact was requested, but not provided at this time. Three attempts were performed to obtain additional information, but no response was received from the customer.